Event description:
It was reported that an external pulse generator was pacing at an incorrect rate while on a patient. The patient lost consciousness and had to be transferred to the intensive care unit. The device was returned to the manufacturer for repair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the unit was received with the rate and output out of specification, which confirmed the customer comment. The flex connector was cleaned and the connector flex cable was repositioned. (B)(4).

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.